Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physican reported implant rupture. Diagnosed by MRI. Device remains implanted and is due to be explanted and replaced with a non-allergan device. This relates to an unknow side